Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient with a cervical spine injury sustained from a motor vehicle accident had a vena cava filter deployed in an infrarenal position. Approximately eleven years post filter deployment, the patient was admitted to the hospital for management of a cerebrovascular accident (cva). A computed tomography scan of the head, chest x-ray and carotid ultrasound demonstrated no acute abnormality. Magnetic resonance imaging of the brain demonstrated an old pons cva but nothing acute. An abdominal x-ray demonstrated a caval filter. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for pe and stroke post deployment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the patient experienced a pulmonary embolism and a stroke. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven years post filter deployment, computed tomography revealed no acute abnormality. Approximately thirteen years ten months later, computed tomography revealed essentially all the legs of the filter extend past the margins of the inferior vena cava by up to around 7 mm. The anterior most leg was inseparable from the posterior wall of the second portion of the duodenum. A lateral leg was inseparable from the wall of the aorta. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for pulmonary embolism post filter deployment.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the patient experienced a pulmonary embolism and a stroke. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.